Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that during surgery, the foot pedal suddenly stopped responding. It was not recognized, even after being connected to a different port. The issue persisted, and the pedal was still not detected after restarting the machine. As a result, the surgery had to be stopped midway and was postponed to the following day. No report that actual patient harm has occurred.